Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Rupture and product discolored. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, product discolored.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture, and product discolored. Device has been explanted.